Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11e. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No failed battery test, power loss alarm or replace battery now alarm noted during testing. Pump error 3 and pump error 54 found in the pump history (linenumber = 1421 and filenumber = 32122) due to software error. Unit received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Event description:
Medtronic received information that unexpected battery power loss, failed batt test, pump error 54, pump error 3 occurred. There was no adverse impact or consequence reported as a result of this event.